Manufacturer narrative:
The event is currently under investigation. A supplemental report will be provided upon conclusion. William cook europe initially reported event under manufacturer report # 3002808486-2017-01387. New information was received identifying that the product was a cook inc.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the common femoral vein due to deep vein thrombosis (dvt). Patient is alleging frequent monitoring required, anxiety.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿frequent medical monitoring, anxiety." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.